Event description:
In 2006, the tip of the instrument broke off during an iol implantation and was unknowingly left in the patient's eye. Six months later, the patient experienced inflammation and blurred vision and the tip was subsequently discovered and removed from the eye. There has been some corneal decompensation and the patient will be monitored for a possible corneal transplant.

Manufacturer narrative:
The device has been requested, but has not yet been received. Should the device or additional information become available a follow-up will be submitted.